Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with test strip. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
Received info reporting a pt who will be scheduled for a lead revision because the lead pulled out 9 mm. The lead was secured with a stimloc when it was implanted on (B)(6) 2010 and post-operative MRI of the brain on (B)(6) 2010 shows leads in place. Ipg was implanted on (B)(6) 2010 and post operative skull x-ray shows migration of the left lead. Lead revision and or replacement surgery has yet to be scheduled. At this time, stimulation has not been turned on. Add'l info has been requested and if received, a f/u report will be sent. Reference MFR report # 3007566237-2010-09867.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/30/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.